Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/18/2016, a reporter contacted animas alleging that a patient was in the hospital for unknown reasons. The reporter was unable to provide any specific information about the patient's blood glucose levels or symptoms. Customer technical support has attempted to contact the patient but been unsuccessful so far. If additional information is acquired then a supplemental report will be filed. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow up #1 submitted 11/21/2016: a review of the complaint record indicated this complaint was received by animas on 10/17/16, not 10/18/16 as previously reported.